Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, it was noted the polarity of the right ventricular (rv) lead had changed due to high out of range impedance measurements. It was indicated that the rv impedance measurements had ranged from 500 ohms to greater than 2,000 ohms. The physician elected to keep the rv lead in unipolar configuration. During testing, impedance measurements and threshold measurements were stable and appropriate. No adverse patient effects were reported.